Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the physician reported that the device was correctly assembled; however, when the second to last band was attempted to deploy, the band did not fire. A new device was not needed, and the procedure was completed. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device was provided by the complainant showing the ligator head outside the patient with two bands. The white band was on the ligator head with a blue band overlapped and broken.